Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to loose power connector. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, that insulin pump had a blank display and would switch off after an hour of use. Blood glucose at the time of incident was unknown. The customer did not provided any information regarding what lead to the complaint. Troubleshooting was not performed. The device will not be returned for analysis.